Event description:
During a routine generator changeout it was noted through fluoroscopy, that the atrial lead appeared to have dislodged. It was also reported that this was consistent with earlier findings of failure to pace or sense within the right atrium. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.